Event description:
Blood was noted in intra-aortic balloon pump. Decision made to remove catheter. Catheter was removed intact by physician. Diagonal tear noted approx 1/4" in tip of balloon. No adverse outcome in pt.